Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that a catheter replacement procedure was being performed. Though it was intended to use the same pump with the new catheter, the catheter would not detach from the pump, so the pump was replaced as well. The device system had been used to deliver baclofen. Seventeen days later, it was reported that the pump had ¿not worked properly since it was first implanted¿ and the patient had ¿never received effective therapy¿. The reporter did not know what diagnostics had been done, but noted that the entire device system had been replaced after the pump connector segment would not come off of the pump. At the time of report, the patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: (B)(4). Conclusion code no longer applies.

Event description:
Additional information was received. It was reported that the patient had increased tone in his right lower extremity. It was indicated that the catheter had pulled out and was entering at approximately l3-4. Less than one to two inches of the catheter were in the intrathecal space. The old intrathecal pump and catheter were removed and a new pump and catheter were placed. Post-operatively on (B)(6), the patient was doing well and reported good relief from his pain and spasms. The device system was used to deliver lioresal and morphine.